Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for routine generator change. Device interrogation prior to procedure revealed high impedance on the atrial lead in the bipolar configuration. A rising trend in the atrial lead impedance has been observed since (B)(6) 2018. The lead also exhibited multiple auto mode switch episodes due to make and break signals from (B)(6) 2018. The device was reprogrammed to unipolar pacing. The impedance was then noted to be within normal range. The lead exhibited separation of the wires at the suture site which was noted on fluoroscopy. Lead fracture was noted. The lead was capped and replaced during the same procedure. The patient was in a stable condition.